Event description:
It was reported a critical alarm was occuring on the intrathecal drug delivery pump. The pump logs were read. The logs indicated the pump went into safe state and a reset occurred. The patient was experiencing a return of symptoms, a change in mental state, and bowel problems. Treatments and outcome were not reported. Additional information has been requested.

Manufacturer narrative:
(B) (4).